Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure error 409 occurred from the laser system. Per the customer, error 409 was unable to be cleared. Also, per the customer they had numerous problems with this laser and the laser had been repaired numerous times. No patient injury was reported.